Event description:
Customer's mother stated her son's blood glucose reached 380 mg/dl after about 24 hours of device wear. She administered several insulin boluses, but did not have the history of dosages and times. She observed that the cannula looked kinked when the device was removed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if that or some other product condition contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."